Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving ba clofen (unknown concentration at 160mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the pump was visible through the skin. Erosion occurred. No environmental, external,or patient factors were reported to have caused this issue. The pump and catheter were explanted on (B)(6) 2019. The issue was resolved and the patient was "alive - no injury." The date of the event was unknown. There were no further complications reported at this time.